Manufacturer narrative:
As a result of the findings, the physician elected to leave the device configured in triad and will continue to monitor. This report will be updated should further information be received.

Event description:
Boston scientific received information that this patient went to the emergency room for dizziness and syncope type symptoms. There is no report of syncope. The device was interrogated and found high out of range shock impedance measurements. The device was reconfigured to triad the shock impedance was 64 ohms, in the coil to can impedance measured 164 ohms and cold can impedance measured 70 ohms. No adverse patient effects were reported.